Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was rapidly depleting and subsequently, runs out of power. Customer declined to provide additional information and declined follow up from tandem technical support.